Event description:
Pt underwent a l5-s1 fusion (hemilaminectomy. Partial vertebrectomy, discectomy with fusion, and transforaminal lumber interbody fusion) in 2008. Approx four days postoperatively, the pt was experiencing pain, fatigue, and fluid discharge. Six days later, the pt underwent an irrigation and debridement procedure. Antimicrobial therapy was initiated. The recipient's blood cultures were positive for fusobacterium.

Manufacturer narrative:
Manufacturing and donor records were re-viewed. The device underwent the validated dosage to meet the sterilization requirements and passed all release criteria at the time of distribution. No departures were noted. No other complaints have been associated with this donor. The recipient's culture report showed positive for fusobacterium in the blood and no growth of the bacteria at the surgical site. The infection and the type of microorganism identified are suggestive of contamination extrinsic to the device, most likely a nosocomial acquired infection.